Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were intact. One battery contact was deformed. No records related to the event were identified in the event history log. During the functional test, the reported issue was not confirmed. Flow accuracy was normal. Product is beyond a year from manufacture date of 2020-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the pump, a discrepancy between the displayed value on the screen and the actually remaining value were observed. No patient injury. No additional information is available for this complaint.